Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 7f sheath after a right coronary artery interventional procedure. Reportedly, there was resistance advancing the proglide device into the patient anatomy. The proglide was torqued, turned and twisted to get the device into the patient anatomy. After deployment, the proglide device could not be removed from the patient anatomy. The cath lab representative called the abbott territory manager who guided the cath lab staff through the removal of the device with troubleshooting steps. The device was removed from the patient intact; however, it was extremely mangled. It was also noted that the patient had significant blood loss. No blood transfusion was given and no vessel damage was noted. It was reported that the physician had not removed the guide wire prior to inserting the proglide into the anatomy. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Sheath size was changed from 7f to 6f. The device was returned for analysis. The reported difficulty to insert and entanglement/difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. The twisted sheath was not confirmed; however, the sheath was stretched and kinked. The investigation determined the reported difficulties appear to be related to user error and the treatment appears to be related to procedure circumstance. The patient effect is a potential adverse event. It should be noted that the perclose proglide instructions for use (IFU)states: backload the device over the guide wire until the guide wire exit port of the device sheath is just above the skin line. Remove the guide wire before the exit port crosses the skin line. Do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following is corrected information: the proglide device was used via a 6f sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). Sheath size was changed from 7f to 6f. The device was returned for analysis. The reported difficulty to insert and entanglement/difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. The twisted sheath was not confirmed; however, the sheath was stretched and kinked. The investigation determined the reported difficulties appear to be related to user error and the treatment appears to be related to procedure circumstance. The patient effect is a potential adverse event. It should be noted that the perclose proglide instructions for use (IFU)states: backload the device over the guide wire until the guide wire exit port of the device sheath is just above the skin line. Remove the guide wire before the exit port crosses the skin line. Do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following is corrected information: the proglide device was used via a 6f sheath. No additional information was provided.